Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 15.3 mmol/l at the time of the incident. The self test was performed and customer was unable to complete pump rewind. The device was expected to be returned for analysis.